Event description:
It was reported the patient presented for initial procedure. During implant, it was discovered the implantable cardioverter defibrillator (ICD) was missing the set screw. The physician elected to use another ICD to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of missing set screw was unconfirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Lab analysis found the set screw was backed out from its thread as a result of unscrewing the set screw too far which prevented the set screw from being engaged with a torque driver consistent with having occurred during procedure.